Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The suture retrieval issue was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. It is likely that user technique contributed to the reported device failure to cycle/needle to cuff miss suture retrieval issue. The information indicates that step 3 (plunger removal) was done before step 2 needle deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique prior to a pulmonary vein isolation interventional procedure. Reportedly, when attempting to place the first proglide suture, no sutures were present when the plunger was pulled. A second proglide suture was attempted and at step 3, the suture was caught in the long needle while the link was still connected to the foot [suture retrieval issue]. The use of proglide devices and the pre-close technique was abandoned. The sheath was upsized to a sheath greater than 10f and the pulmonary vein isolation procedure was completed. Hemostasis was achieved with z-suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.